Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd implanted (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing was noted during arrhythmia episodes leading to termination of episodes on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.